Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the newly implanted left ventricular (lv) lead exhibited unstable thresholds as thresholds had post-operatively risen to double the intraoperative measurement. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.